Manufacturer narrative:
One level 1 hotline low flow system was received with wear and tear damage on the enclosure, front cover, line cord, drain fitting and water tank cover. The reservoir was filled with water, a temperature check was attached, the line cord was plugged in and the device was turned on to perform a safety/electrical test. The reported issue was able to be confirmed. There was water leaking from the tank cover . The cause of the issue was unable to be determined. No action was taken to repair the device due to the age and condition of the device.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was leaking. The issue was discovered during preventative maintenance and there was no patient involvement.